Event description:
The customer reported that one of her employees is pregnant and claimed that when she is near the sterilizer (within 4 feet) while it is in operation she feels "dizzy". The employee experienced the symptom intermittently through out the day. The employee also reported that as soon as she walks away she is fine. The employee did not seek medical attention or require treatment. The customer reported that there were no odors, smells or oil mist noted from the sterilizer. The unit is and has been working with no problems. The customer's safety department will be performing air sampling tests to assure we are in compliance with the regs. The asp customer care provided a letter to the customer in regards to air monitoring in conjunction with the use of the sterrad units.

Manufacturer narrative:
Human reaction.